Manufacturer narrative:
Additional information received from the local field representative indicates the patient plans to be monitored via remote monitoring. There are no plans for a revision procedure. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that approximately one week post implant, the lead safety switch (lss) on this pacemaker was triggered as a result of a low pacing impedance measurement of 200 ohms with another manufacturer's right atrial (ra) lead. Implant paperwork indicates this ra lead has been implanted for approximately eighteen years and the pacing impedance measurements at the most recent device replacement procedure were 349 ohms. Boston scientific technical services (ts) discussed potential pacing and sensing configurations. There were also low pacing impedance measurements of less than 200 ohms with the right ventricular (rv) lead. The rv lead has also been implanted for approximately eighteen years and the impedance measurements at the most recent device replacement procedure were 200 ohms. The health care professional (hcp) planned to follow-up with the electrophysiologist. No adverse patient effects were reported.